Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via transradial approach. The 80% stenosed, 20x3mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified ostial left circumflex artery (lcx). A 3.00mmx20mm promus element &#10259;tent was selected for use and advanced to treat the lesion. However, during the procedure, the stent delivery system balloon catheter could not be retrieved into the guiding catheter. Finally, the whole system was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.